Event description:
The lay user / patient contacted animas on (B)(6) 2012, alleging that the ok button was unresponsive. Patient stated that since last night, there were 10 ghost boluses in his pump. Each is for 0 units but he is concerned. Reviewed bolus history and found that they each originated from the pump. Patient performed a rewind/load/prime and the pump primed itself without being prompted. There is no evidence that the keypad was damaged and the alleged issue was not resolved. At this time there is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was peeling at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow and contrast buttons were intermittently unresponsive and the down arrow, ok and audio bolus buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.